Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the long bipolar grasper instrument to perform failure analysis. The instrument was analyzed and found to have damaged conductor wire at the distal end near the yaw pulley. The insulation was damage, and the conductor wire was exposed as a result, but the wire was not fully broken as reported by the customer. Components adjacent to this conductor wire do not show damage. The instrument passed the electrical continuity test in both grips. A review of the instrument log of the long bipolar grasper (part # 471400-10 / lot # k10240613-0404) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2024 on system sl0330 for a pulmonary segmentectomy procedure. The alleged event occurred on the 5th use of the instrument. A review of the site's complaint history revealed no related or duplicate records. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported the long bipolar grasper instrument had a broken cable. It is unknown when the issue was discovered. There was no report of patient injury.